Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # y7007z. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the laparoscopic clip was not closing all the way. Tried about 4 times before opening another one. Another device was opened and worked fine. The procedure was completed successfully with no adverse consequences for the patient. No surgical delay was reported.